Event description:
It was reported that two days post implant, the patient presented with right leg pain and atrial flutter. An emboli was found during CT and ultrasound scans in the patient's right leg. An embolectomy was completed. The leads remain in use. The patient is a participant in the (B)(6) trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.